Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3926 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3926 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenoidectomy, tonsillectomy, migraine, hypoglycemia, acetaminophen, polycystic ovary, low back pain, abdominal pain, left lower quadrant pain, endometriosis and pelvic pain. Previously administered products included: fluticasone and minocycline. The patient had a family history of diabetes mellitus, heart disease, unspecified and hypertension. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3951 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (lavh with bilateral salpinjectomy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2021 as per mr : (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: clinical history pelvic pain final diagnosis: uterus with cervix, bilateral fallopian tubes. Inactive endometrium. Adenomyosis. Mix exhibiting mild chronic endocervicitis. No dysplasia seen. Unremarkable bilateral fallopian tubes. Gross description: fallopian tubes." The specimen consists of a 101 gram uterus with attached cervix. Bilateral fallopian tubes are attached to the specimen; however, no ovaries are seen. The purplish-brown right fallopian tube measures 6.8 cm in length and 0.6 cm in diameter. The left fallopian tube, including the fim brial end, measures 6.7 cm in length and 0.6 cm in diameter [ultrasound pelvis] on (B)(6) 2017: clinical history and indication: left adnexal pain findings: discrete fibroid changes are not demonstrated at this time. There are structures visualized bilaterally compatible with essure coil placement. Impression: there is 2.4 cm left ovarian cyst with questionable internal echoes (possibly hemorrhagic). The study is negative for ovarian torsion..; on 03-jan-2018: pelvic ultrasound exam: lmnp-ablation x 4 years ago history: patient states llq pain .essure x 5 years comment :left essure in wrong position -corresponds to an anechoic area in uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.